Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd) patient was overfilled by the cycler. The patient received eight ¿scale reading alarms¿ during their treatment. The patient¿s catheter was encased in scar tissue from a caesarean section years ago and was not allowing the patient to drain and the cycler was filling the patient, subsequently, causing fluid overload. The patient was unable to continue therapy due to not being able to drain and feeling uncomfortable and required her catheter to be repositioned in an outpatient procedure. The pdrn reported that 3000 ml of fluid was removed during the catheter repositioning procedure and that the patient's prescribed fill volume is 1600 ml. This is (B)(6)% of the patients prescribed fill volume. The patient did not require any other medical intervention related to the fluid overload besides the catheter repositioning procedure. The manufacturer of the patients catheter was unknown. The patient is continuing with peritoneal dialysis (pd) therapy without issue on the cycler and doing well.